Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was part of a system revision due to infection. There were no additional adverse effects reported. The device was discarded at the facility and is not expected to be returned for analysis.